Manufacturer narrative:
Stryker evaluated the customer¿s device at the product analyses center (pac) and observed that the device doesn¿t detect patient through defibrillation electrodes. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device doesn¿t detect patient through defibrillation electrodes. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device doesn¿t detect patient through defibrillation electrodes. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
During evaluation it was observed that there was widespread corrosion of plated contact surfaces and white flecks throughout the device and the returned batteries also had corroded contacts and white residue on them. The corrosion was caused by salt contamination. The findings instead support environmental exposure as the most probable cause of failure.